Event description:
It was reported the patient was unable to turn their off and it upset them. It was later determined via x-ray that the lead had migrated so it was revised. It was noted that the patient recovered with permanent impairment.

Event description:
Additional information received reported that, when asked to describe the symptoms and cause (if known) of the patient¿s permanent I mpairment/injury, the stimulation was stated to be working. No other information was known. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).